Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-70 serial: (B)(4) batch: 7070243. Product family: scs-linear leads upn: (B)(4) model: sc-2317-70 serial: (B)(4) batch: 7071107.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was having trouble charging the implantable pulse generator (ipg).the patient underwent an explant procedure. The explanted devices were discarded by the facility.